Event description:
It was reported the patient died. The patient had a lead placed on the left side of the brain on (B)(6) 2013, without incident. The right brain lead was placed on (B)(6) 2013. Following the lead placement on (B)(6), the post operation CT was clear and it was noted the placement of the lead was routine. It was also noted they had good localization of target. However, two hours post operation, the patient was still not waking up and they found the patient had a huge hemorrhage in his brain. After 1-2 weeks, the patient was transferred to a long-term care facility and he later died. It was noted during surgery for the lead placement and on the MRI, the patient had a huge amount of brain atrophy. Additional information received from the patient¿s healthcare provider (hcp) a week later reported they did not have the official cause of death on file. It was reported the cause of death was related to parkinson¿s, not the device. It was unknown of the device was explanted.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).